Event description:
The customer reported that he had a "drink of wine," and his "blood sugar dropped to zero" and he started convulsing. The customer reported that the ambulance driver told him that he "was drunk." The customer was taken to the hospital. No more information is available.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hypoglycemia. No lot qualification records were reviewed, as the product lot number was not provided.